Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 4 of 7. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The technical service representative (tsr) had the hp close all the clamps and transfer set, cycle the power off and on to se 2367. The tsr had the hp cycle the power off and on to press go to the start prompt. The tsr explained the alarms and the hp had disconnected in dwell 4 and did not reconnect back in time and then got the se 2240. The hc flipped into drain 4 of 7 causing the se 2240 alarm. The tsr explained to discard all the supplies and to report the alarms to the peritoneal dialysis nurse the following morning. The hp would finish therapy manually. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected in dwell 4 and did not reconnect back in time and then got the se 2240. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error - patient disconnected from set.